Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023 it was reported, by a sales representative via sems-06056855, that an ar-7300ds dissector was plugged into the console and it started to glow at the tip; subsequently, it overheated. As a result, the dissector emitted metal shaving sparks. All the metal shavings were removed from inside the patient. The patient, surgeon, or staff member suffered no harm or injury due to the device malfunction. The case was completed using another ar-7300ds dissector from a different lot number. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure of the device is user error, specifically failing to follow the directions for use of the device. Directions for use (dfu) disposable arthroscopic shaver blades, burrs, powerpick, powerasp, nanoresection, and shaverdrill devices. Section f. Precautions. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.